Event description:
Tip of suture passer came off during laparoscopic abdominal incisional hernia repair. Surgeon was unable to retrieve it. Abdominal x-ray was negative. Tip was about 1/4 inch in length.